Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d5, d9, g3, h2, h3, h6 the following section was corrected: h4 visual examination of the returned product and provided photos found the inner poly bag is damaged. Sterility is not considered breached. Additionally, debris was found in the sterile packaging. As the packaging was previously opened, the source of the debris could not be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet control is considered conforming to specification in regard to the damaged poly pouch. The root cause of the reported damaged poly bag can be attributed to transit damage. A definitive root cause could not be determined for the reported debris in sterile packaging, as the packing was previously opened. The reported event of damaged poly bag was confirmed by evaluation of the provided photos and returned product; the reported event of debris in the sterile packaging could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Event description:
It was reported that the sterile packaging had holes in it and there was plastic debris in the package. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). D1: mini +10mm thickness +6mm taper offset 40mm diameter humeral tray. D10: cat: 110031407 lot: 64282516 mini +10mm thickness +6mm taper offset 40mm diameter humeral tray. Cat: 110031404 lot: 64263057 mini +10mm thickness +3mm taper offset 40mm diameter humeral tray. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.